Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in several previous market units with unknown lot numbers, some of the wafers were much more off-centered than others. She stated she had no intention of going through them to check each one. It was unknown whether the patient used these products. Her normal wear time was 4-5 days. No photo is available at this time.